Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("a lot of abdominal pain and pain in the pelvic area for a couple of months") and pelvic pain ("a lot of abdominal pain and pain in the pelvic area for a couple of months") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). . At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain or pelvic pain. The reporter commented: patient had issues with essure and was able to get it removed. She has had a lot of abdominal pain and pain in the pelvic area for a couple of months. She has a doctor's appointment on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("a lot of abdominal pain and pain in the pelvic area for a couple of months") and pelvic pain ("a lot of abdominal pain and pain in the pelvic area for a couple of months") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast cancer in 2021. The only concomitant product mentioned was tylenol (paracetamol). In 2012, the patient had essure inserted. In (B)(6) 2022 she experienced abdominal pain (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure administration. The reporter commented: patient had issues with essure and was able to get it removed. She has had a lot of abdominal pain and pain in the pelvic area for a couple of months. She has a doctor's appointment on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: event outcome updated to not recovered not resolved. Reporter causality updated to related. Concomitant drug, event onset date & medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain and pelvic pain ("a lot of abdominal pain and pain in the pelvic area for a couple of months") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain or pelvic pain. The reporter commented: patient had issues with essure and was able to get it removed. She has had a lot of abdominal pain and pain in the pelvic area for a couple of months. She has a doctor's appointment on (B)(6) 2023. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.